Event description:
Pt reports that one of her ms3 pumps malfunctioned over the weekend (sn (B)(4)). It gave her a blockage error- she tried to troubleshoot, but could not get the pump to work so she switched to her backup. No injury reported. Pharmacy will send replacement and pt will return malfunctioning pump for investigation. No other info provided. Dose or amount: 54.5 ng/kg/min, frequency continuous, route: sq. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.